Manufacturer narrative:
Exact date unknown, event occurred few weeks ago. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7108038.

Event description:
It was reported that the patient lost stimulation coverage due to lead migration confirmed thru x-ray. The patient underwent a lead repositioning procedure and was doing well postoperatively. Nothing was added or removed during the procedure.